Event description:
The customer contacted baxter's service center regarding a patient with solution coming out of the patient line while priming, which occurred on the home choice (hc) during use. Per caregiver the solution was pouring out of the patient line "like a fountain." The patient line was higher than the heater bag. The patient line was held too high in the organizer which caused the over prime. The technical service representative (tsr) explained the possible reason and the caregiver would set up with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was informed that an overprime occurred due to the patient holding the patient line too high. The rn stated the hp has been performing therapy fine in general. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a overprime, out of patient line was not confirmed. The cause was undetermined.